Event description:
The reporter indicated that the patient was being followed monthly. Last month, the magnet rate indicated box (beginning of service). This month, only approximately 30 days later, the device was at eri (early replacement indicator). The reporter stated that it skipped the ifi (intensified follow-up indicator).